Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Date estimated. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) and increased tricuspid regurgitation (tr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat tr with grade 5. One clip was implanted, reducing the tr to 4. At an unknown date, it was noted that the tr had increased and it was suspected that the clip detached from the anterior leaflet (slda). As the patient was had a digestive bleed affecting the respiratory tract, transesophageal echocardiography (tee) could not be performed to confirm the slda. The patient remains hospitalized. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment (slda) appears to be due to the patient anatomy of prolapsing leaflets. Additionally, the reported recurrent tricuspid regurgitation (tr) appears to be due to slda. It should be noted that, per the intended use section of the mitraclip system instruction for use (IFU), the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. The device was used in the tricuspid valve which is considered off-label use. The off-label use likely contributed to the slda. The reported patient effect of tricuspid regurgitation as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.